Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two tibia nails did not properly connect to the handles. One of the nails was successfully implanted with no issues of proximal interlocking. A secondary nail was opened with a few minutes of delay to replace the one the surgeon could not use, no harm to patient was reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device was produced and distributed in september 2012. The source of the manufacture date is the release to warehouse date. Our investigations show that the implant has wear and tear on the surface and the inner thread is damaged. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we cannot determine the exact root cause. The microscopic investigation shows a burr at the thread incoming and a disappeared color area on it. This is a clearly indication, that the thread was damaged post manufacturing and that the counter part was not inserted fully and aligned into nail thread. This situation could cause the burrs at the edges and led to the complained issue. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.